Event description:
This implantable cardioverter defibrillator (ICD) system exhibited elevated and fluctuating right ventricular (rv) lead impedance following a generator replacement. No pacing inhibition or rv lead noise was observed, testing and xrays were performed and lead fracture was performed. No adverse patient effects were reported. The system remains in service.